Event description:
During a laparoscopic cholecystectomy the surgeon noticed pneumoperitoneum leaking and then noticed the flapper valve gasket in the abdomen of the pt. The gasket was retrieved. Another trocar was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h4: info unavailable, device returned with no lot or batch ID. Visual inspections & results: bullet tip condition; na. Desufflation lever condition; conforming. Inner gasket condition; non conforming. Latch condition, and obturator condition; na. Outer gasket condition; conforming. Reset button condition; na. Sleeve condition; conforming. Stopcock condition; good/closed. Trocar condition; na. Functional tests & results: does safety shield retract, and lockout functional; na. Flapper door functional; conforming. Analysis conclusion: based on the visual examination it was confirmed that the inner gasket was dislodged from its original position. No conclusion could be reached as to how the inner gasket became dislodged. Each instrument is evaluated during the assembly process to ensure that it functions properly. The centering of the instrument(s) upon insertion or removal may reduce the possibility of the gaskets being inadvertently damaged or dislodged.